Event description:
It was reported a patient presented with inappropriate shock due to right ventricular (rv) lead dislodgement, confirmed via x-ray. R-wave amplitude variation and far p-wave oversensing were also noted on the rv lead. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.